Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 217 mg/dl. Reportedly, the customer entered the blood glucose value into the carbohydrate field and delivered a bolus. Review of t:connect pump data showed that 51.6 units were delivered. Reportedly, the customer went to the emergency room (ER) with a bg level of 107 mg/dl and it was addressed with grape juice/crackers as well as glucose via intravenous drip. The customer left the ER after 4 hours with a bg level of 78 mg/dl and rising. It was noted that the customer has a vision impairment.